Manufacturer narrative:
No physical sample was returned for evaluation; however, photo samples were provided by the customer. The evaluation results of the provided photos for this file concluded that the reported issue was confirmed. During the visual evaluation the following was found: the first picture shows the product labeling of cr bard and a second labeling of medline industries has been over attached to the bard labeling which showed the name of the hospital (B)(6) where the box was shipped from medline industries. The second photo showed the box labeling when the product was sent from cr bard to medline industries, the third and last photo showed an empty box. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were not reviewed because based on the investigation findings, the complaint was confirmed as post manufacturing damage and was outside of the manufacturing process controls of bard nogales. There was no indication or contraindication for the reported failure mode since it was not applicable due to missing the entire products in the box. (B)(4).

Event description:
It was reported that upon opening the box, the dignishield was not present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the box, the dignishield was not present.